Event description:
Procedure: laparoscopic left inguinal hernioraphy. Reportedly, the distention balloon ruptured into three pieces in the patient's cavity. Two pieces were still attached to the instrument when it was removed from the patient. The third piece was removed by the surgeon from the patient's cavity. No patient injury reported.